Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be conducted. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR. Report#: 2939204-2009-00414 and 2134265-2009-02276. It was reported that during an unspecified procedure, a catheter tip detachment occurred. The lesion was located in the left anterior descending (lad) coronary artery. The physician placed a choice es guide wire in the first diagonal and another choice es guide wire in the lad. As the physician advance the icross catheter, resistance was felt at the catheter tip, however, the icross was advanced another 5-8mm and more resistance was encountered. The physician then attempted to remove the icross catheter, however, it appeared that the guide wires "twisted" and, the distal monorail segment of the icross catheter became caught in the guide wires and "broke off'. As the physician removed the guide wires and icross catheter together as a unit from inside the pt, the icross catheter tip was expelled with these devices. Inspection of the icross revealed that the monorail section was detached and the guide wires appeared to be "twisted one on top of the other". The physician successfully completed the procedure by using another choice es guide wire and another icross catheter. No further pt complications were reported and the pt's condition was noted as "ok".